Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform the displacement test due to missing spring. Insulin pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was crack. The customer¿s blood glucose was 142 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.